Event description:
Device issue: difficulty removing filter. Time of issue: during the procedure. Adverse event (ae): filter removal required intervention. Time of ae: during the procedure. It was reported that during the procedure in the right superficial femoral artery using a non-barewire, there was difficulty removing the filter. The filter did not collapse into the retrieval catheter. A non-abbot retrieval catheter was used unsuccessfully. A 5 fr glide catheter was advanced and the non-barewire and open filter were removed from the body as a single unit. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). Eval summary: the embolic protection system (eps) was returned with blood on the filtration element, on the non-abbott 5 fr catheter and on the non-abbott guide wire. There was emboli in the filtration element. Only the filtration element, non-abbott 5 fr catheter and non-abbott guide wire were returned. The filtration element was returned on the separate portion of the non-abbott guide wire. The filtration element membrane was torn at the proximal end. There was no other damage noted to the filtration element. The non-abbott guide wire was returned separated 7.2 cm proximal to the tip ball. There were two kinks in the non-abbott guide wire tip 1.7 cm and 5 mm proximal to the tip ball. There was a bend in the guide wire core 1 mm proximal to the separation. There was no other damage noted to the non-abbott guide wire. The proximal portion of the guide wire was returned inside the non-abbott 5 fr catheter. There was a bend in the 5fr catheter's shaft 1 cm proximal to the distal end of the catheter. It was noted that the device was used in the superficial femoral artery (sfa). The emboshield nav6 instructions for use (IFU) states: the emboshield nav6 embolic protection system is indicated for use as a guide wire, and embolic protection system to contain and remove embolic material (thrombus/debris) while performing angioplasty and stenting procedures in carotid arteries. The diameter of the artery at the site of the filtration element placement should be between 2.5 and 7.0 mm. In the general warnings section it states that the safety and effectiveness of this device as an embolic protection system has not been established in vasculatures outside of the carotid arteries (coronary, cerebral or peripheral). The analysis noted that the filtration element was returned on the separated portion of the non-abbott guide wire. The nav6 IFU states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Based on the available info and results on the analysis of the returned product, a conclusive cause is related to the use of the device in the area in which it was not indicated and the usage of the guide wire other than the product spec. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint. All catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally, and functionally inspected.